Manufacturer narrative:
Concomitant medical products: w2dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed with a pocket infection and redness at the implant site. The implantable pulse generator (ipg) was initially explanted and four days later the pacing leads were explanted. The ipg system will be replaced when the infection settles. No further patient complications have been reported as a result of this event.